Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Device was in good condition with no appearance of any physical damaged. Battery depleted and battery communication timeout was found in pump event history log (ehl). Reported problem was able to be duplicated during power-up test. The root cause of the reported issue could not be determined. Actions were taken to mitigate the reported issue: replaced main board and cleared the error in the ehl. The reported device will be used as loaner.

Event description:
It was reported that the device presented out of box issue of depleted battery. No patient injury was reported.